Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the insyte vialon-e 20ga x 1.16in, the device experienced the catheter tip damaged/ deformed/ defective. The following information was provided by the initial reporter. The customer stated: according to the customer's report, when removing the protection cap, the hcp found that the catheter tip was damaged.

Event description:
It was reported when using the insyte vialon-e 20ga x 1.16in, the device experienced the catheter tip damaged/ deformed/ defective. The following information was provided by the initial reporter. The customer stated: according to the customer's report, when removing the protection cap, the hcp found that the catheter tip was damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-31. H6: investigation summary three photos and one sample were received by our quality team for evaluation. After visual inspection of the photos and sample, the catheter was observed with a speared (torn) tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the catheter tip damage occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. This could also occur during the needle cover removal if not done carefully. As the sample was returned without packaging, a root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.